Event description:
It was reported that a patient underwent a cataract surgery on (B)(6) 2024 and suture was used. It was reported that the suture was broken when the surgeon attempted to sew the tissue and then the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 11/18/2024 h6 component code: g07002 - no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested the following was obtained: it was reported that "breakage needle &pull off suture needle. It was reported that the suture was broken when the surgeon attempted to sew the tissue and then the problem of pulling off suture needle happened in surgery." * please confirm if the needle or the suture broke. --the suture was broken * please confirm if the issue of pull off also occurs in the same device or if multiple devices were affected. --unknown * please provide the lot number. --100sqh h3 investigational summary: the product was returned to ethicon for evaluation. One folder with a needle suture combinations outside its foil packet was received for analysis. The product code w9560 is double-armed. Upon initial inspection of the returned sample, it was observed that the needle suture combination was cut in two sections. During the inspection of the needles, the closure channel was found as expected and no issues related to breakage needles were observed. The suture pieces were also examined, and it was noted that the ends were broken and open braids were present. The product code w9560 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 ¿ component code and investigation finding. Additional h6 component code: g07002 no device problem found. Investigation summary: the product was returned to ethicon for evaluation. One folder with a needle suture combinations outside its foil packet was received for analysis. The product code w9560 is double-armed. Upon initial inspection of the returned sample, it was observed that the needle-suture combination was returned in two sections. During the needle inspection, the closure channel was found as expected. The suture pieces were also examined, and it was noted that the ends were broken and open braids were present. The product code w9560 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.